Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with the return of the device. Conclusion-failure event observed during analysis. Final analysis found that the device exhibited a false eri alert. Once the device was set to nominal settings, normal function resumed.

Event description:
This report is to advise of an event observed during analysis.